Event description:
Allegedly, the distal tip of inner sheath broke off into joint four consecutive times. It was further reported that three of the fourth were retrieved.

Manufacturer narrative:
Additional information will be provided once investigation is completed.